Manufacturer narrative:
(B) (4).

Event description:
It was reported the actual residual volume of 18 ml was greater than the expected residual volume of 2 ml. The hcp pulled back the entire refill volume. The patient was not experiencing any withdrawal or return of symptoms. The patient had no oral medications except tylenol. The hcp planned to troubleshoot the catheter further and also schedule a pump replacement. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.